Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is 1 of 2 complaints reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The report of fluid/air exchange issues and bubbles in the eye could not be replicated. The root cause of the customer's complaint is not known; a sample was not returned for this event. (B)(4).

Event description:
A surgeon reported bubbles in the patient's eye during surgery. The surgeon noted that the auto valve did not work. After multiple attempts to perform the fluid/air switch, the surgeon was able to perform the fluid/air switch with the pressure at 80 millimeters of mercury (mmhg). The procedure was completed with no harm to the patient.